Event description:
Valve presented defect. (B)(6) 2014 although it is unclear as to the actual defect of the device and as a conservative measure this complaint will be reported as a serious injury as it might be possible that the device was revised since it was noted that the device is being returned for investigation. Additional questions have been asked and upon receipt of the additional information a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected, which identified a tear in the silicone housing around the siphon guard. During the functional tests it was found that an occlusion was noted in the cam mechanism. Further testing indicated that the device failed the pressure test. When the device was inspected under appropriate magnification it revealed that biological debris was seen throughout the device, which appears to be the cause for the problem reported. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. The root cause of the tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. The IFU warns health care users to use extreme care when handling the device as silicone has a low tear cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.